Manufacturer narrative:
Section e: this event occurred at (B)(6). Manufacturer's investigation conclusion: incidental findings: upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated, tissue-like deposition surrounding the outlet bearing ball. A specific cause for the development of this formation and an exact duration for which it was present within the pump could not be conclusively determined through this evaluation. Although the report of low speed and pump stop events was confirmed based on the evaluation of the log file provided by the account, a specific cause for the reported events could not be confirmed through the evaluation of the pump as only 0.5" of the driveline was returned. The submitted log file contained approximately 7 days of events. The pump appeared to operate as intended, above the low speed limit until day 1845, hour 15, minute 48, when the file captured multiple low speed events that resulted in multiple pump stops. It was noted that the low speed and pump stop events occurred while the patient was supported by the power module. Corresponding low speed and low flow alarms were also observed during the events. The pump ramped back up to the set speed after the last low speed event and remained above the low speed limit until the end of the file. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. (B)(6) was returned assembled with the driveline (dl) cut approximately 0.5¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow and outflow graft) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief and bend relief collar were returned detached from the device. Examination of the pump's blood-contacting surfaces revealed no laminated depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hi-pot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to a potential electrical short. The pump was reassembled and operated on a mock circulatory loop and functioned as intended within manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B) is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook (rev. D) is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted due to driveline disconnection on 29mar2023. The pump was replaced due to equipment failure.

Event description:
It was reported that an alarm occurred while the patient was connected to a power module. The customer had concerns for driveline fatigue. Log file analysis captured 9 pump stops and 23 low speed advisory alarms with speed drops as low as 0 rpm, indicating an issue with the percutaneous lead. The patient did not experience any adverse consequences due to the pump stops. The patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.